Event description:
The patient reported that on (B)(6) 2021 approximately 21 hours after applying the v-go device, the adhesive pad did not stay attached to the body. Patient reported that on (B)(6) 2021 she was trained on v-go use by her nurse practitioner and his office on proper v-go use and the fill, wear and go procedure and approximately 21 hours later the v-go became detached from her abdomen where it was placed.